Event description:
It was reported that during an initial dip fusion procedure, the heads of the screw was stripped by the hex driver. The correct surgical technique was used. The screw was manually removed with pliers, and a shorter screw was used successfully to complete seating within the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 233225026 (unknown). G2: foreign - the event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrections to d10/h10: concomitant medical products, part (lot); MFR report: 233225022 (unknown); 0001825034-2024-02085. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial dip fusion procedure, the heads of the screw was stripped by the hex driver. The correct surgical technique was used. The screw was manually removed with pliers. A shorter screw was attempted to be used and the same outcome occurred. Another screw was used successfully to complete seating within the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.